Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that an x-ray was performed which identified damage to this atrial lead located in the subclavian area. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.